Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles and leak. The customer¿s blood glucose was 137 mg/dl at the time of the incident. Customer stated that the top of the reservoir broke off the insulin spilled off. The reservoir will not be returned for analysis.